Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) that a month ago they woke up and suddenly felt a pain in the middle of their back between their shoulder blades. The pain the consumer experienced was the same with the implantable neurostimulator (ins) on or off, and since the pain started therapy had been intermittent. It was noted when therapy was working there was good coverage. There were no traumas or falls reported related to this issue. An impedance test was performed with results on the 8-15 lead being high except for on contacts 10 and 14; 10 was 1,673 ohms and 14 was 1,652 ohms. Reprogramming was performed on contacts 10 and 14 which resulted in good coverage. The consumer was going to see if stimulation continued without turning it off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.